Event description:
The units were refused by nursing staff due to condensation. Condensation was observed by the user facility for the following lot numbers: s80ppd0351ap (catalog number 506005078052), s80ppd2943cp (catalog number 506005078051), s80ppd2942ep (catalog number 506005078051), s80ppd2061bp (catalog number 506005078051), s80ppd0113bp (catalog number 506005078052). A quantity of 1 for each lot number was observed to have condensation. Additional information received from customer on (B)(4)-2010: the condensation was observed at time of surgery. The hospital and doctor refused the product.

Manufacturer narrative:
(B)(4): baxter medical assessment: condensation, if inside sterile packaging, indicates a risk of contamination of the contents from bacterial or fungal transfer through the moistened packaging. If the condensation were not seen or had evaporated and the package was opened onto the sterile field, there is a risk of contamination with subsequent wound infection, abcess formation, osteomyelitis or sepsis. Confirmation of where and when the condensation was detected by the nursing staff is required to determine if this is a result of incorrect shipping to the customer or storage by the customer. (B)(4). Follow-up with the customer to determine where the condensation was observed is on-going. A follow-up report will be submitted following the manufacturing facility's investigation.

Manufacturer narrative:
(B)(4). Device evaluation: the complaint samples were evaluated by the baxter manufacturing facility. The samples for lots s80ppd2942ep and s80ppd2061bp were returned open; thus, the samples could not be evaluated for the complaint issue. The samples for lots s80ppd0351ap, s80ppd2943cp, and s80ppd0113bp were returned sealed. No condensation was observed inside the innermost secondary packaging. According to the baxter manufacturing facility, the complaint issue is consistent with incidents of the product being exposed to temperatures below freezing. This issue has been previously investigated. The previous investigation noted that any condensation within the pack may originate from evaporated aqueous polymer carrier. Nonetheless, there is no impact on the integrity of the sterile barrier packaging materials or seal strength even if the product is stored in highly aggressive conditions outside of the specified storage conditions. A batch record review did not indicate any relevant exceptions or deviations for the reported product lots. No abnormalities or deficiencies were observed during the visual inspection performed prior to the release of the product. No storage/shipping or temperature excursions were noted during the products' storage or shipment prior to arrival at the distributor. The baxter manufacturing facility concluded that condensation does not reduce the sterility of the packaging or the product. The complaints were not confirmed as no condensation was observed. According to the baxter manufacturing facility, the likely root cause is related to the product being stored at temperatures below its minimum stated conditions. Baxter follow-up medical assessment: with no deviations discovered by visual inspection, batch release data and packaging and shipping validation, it is probable the condensation occurred due to inappropriate storage conditions at the customer site. The follow up investigation is sufficient to confirm sterility of the product, eliminating the potential risks listed in the previous assessment. (B)(4). These complaints will be kept on record for trending purposes.